Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed sodium result generated on an alinity c processing module for one patient after changing the ict module. Sid (B)(6) initial result = 116; after changing ict module = 138 (normal range 137-145) there was no impact to patient management.